Event description:
It was reported the patient was at the theater and attempted to use the personal therapy manager (ptm) and received the ¿doctor symbol.¿ it was noted the patient had a MRI recently and did not go back to the clinic for a pump status check. It was discussed the pump should be interrogated to check the pump status and confirm the alarm that was occurring. The healthcare provider¿s (hcp) office reported he was fine after his MRI and there was no sign the motor was stalled (he did not come in the day of his MRI, but came in on (B)(6) for his refill). The patient was decreased by 35% that day because he felt his dose was too high. The clinic did not read the logs. The pump was being used to deliver dilaudid. Additional patient symptoms, if a motor stall was confirmed, interventions taken to resolve the event, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# unknown, product type programmer, patient; product ID 8835, serial# unknown, product type programmer, patient; product ID 8709, serial# (B)(4), product type catheter. (B)(4).